Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: there were loss of prime warnings following a replace cartridge alarm observed in the black box history. The black box data from the date of the event had been overwritten due to continued use of the device. During testing, the pump successfully completed the ezprime steps with no loss of prime warnings occurring. The force sensor calibration reading was found to be within specifications. The pump case was removed and no damage or moisture was found internally. The force sensor flex was intact with no damage. The original complaint could not be duplicated or confirmed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.